Event description:
It was reported the customer had differences between their sensor glucose and blood glucose readings. Customer's mother stated the readings would be 50 points off. The customer's blood glucose was 47 mg/dl and their sensor glucose read 112 mg/dl. Customer did not report any bent cannulas. Customer's mother will be calling back to troubleshoot. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.